Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that (B)(4) discharged from 96% to 25% over the course of 9 hours near the reported event date. No anomalies were detected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during the night, the patient's controller was connected to the ac power supply and a fully charged battery but the controller would start alarming to change the battery. The battery was replaced without consequence or impact to the patient. No further information.